Event description:
Information was received from a patient currently receiving intrathecal bupivacaine at an unknown dose/concentration via an implantable pump for non-malignant pain. It was reported that the patient stated they had an magnetic resonance imaging (MRI) scheduled for wednesday, (B)(6) to check their spine because they thought they had a disc issue. Patient confirmed the MRI was unrelated to their medtronic pump/therapy. Patient stated the MRI facility told them to call medtronic to request a rep be present for post-MRI interrogation. Patient stated the last time they had an MRI, 'like 4 years ago,' their pump did not come on and they had to wait for a representative to show up to 'restart it' for them. Patient stated 'it was beeping for a couple hours until someone from medtronic arrived'. Patient mentioned they never really talked to a medtronic representative since their current pump was implanted.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.